Event description:
It was reported that the balloon could not be deflated. The target lesion was in the coronary artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not return to its initial status after inflated and was simply pulled out under inflated state without any intervention. The procedure was completed with another of same device. No complications were reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device identified that the balloon folds relaxed. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. The device was attached to an encore inflation device, positive pressure was applied, and the balloon was inflated to its rated burst pressure of 12 atmospheres as per flextome directions for use (dfu) and no issues were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube and shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon could not be deflated. The target lesion was in the coronary artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not return to its initial status after inflated and was simply pulled out under inflated state without any intervention. The procedure was completed with another of same device. No complications were reported and patient is stable.